Manufacturer narrative:
Investigation: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
A customer multiple false positive result ID now covid-19. This report two of two. The customer reported that two of the patients were female and pregnant. Sample information was not provided. Information further specifying the false positive result as antigen and/or antibody was not provided. Attempts to gain further information were unsuccessful. No additional information including, treatment, outcome, or impact was not provided. Per the customer, the common denominator and recent literature supports that anyone with ab from the covid 19 vaccine will test positive on the ID now system my last 5 all had same result, positive rapid with negative pcr test done with repeat, resulting the same. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.